Event description:
It was reported that the user attempted to replace an expired dexcom g7 sensor, but the new sensor repeatedly failed to pair with the system despite firmware update, code re-entry, and multiple re-pair attempts, after which the user replaced the sensor and successfully initiated warmup with education on bg run mode due to an enter bg alert. No symptoms reported. Outcomes included interruption of continuous glucose monitor (cgm) data requiring operation in bg run and replacement of the sensor. Investigation included remote troubleshooting, firmware update, settings review, code re-entry, and multiple pairing attempts. Investigation of this case revealed persistent pairing failures with the initial g7 sensor that resolved after sensor replacement. It was concluded that the event was attributable to a sensor pairing failure, and the system functioned as expected after replacement and education on bg run.